Event description:
It was reported by the affiliate that tsb45 was used during a gastroplasty and did not deliver staples. The case was converted to open and a tlc75 was used to complete the case. After 24 hrs the pt presented complications. No other info is available at the present time.